Manufacturer narrative:
Company rep evaluated the system and found a kinked pneumatic hose. Corrections included replacement of the pneumatic hose. Unit was calibrated and safety tested to factory's specs. See scanned page.

Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected anesthesia delivery. No pt injury was reported.